Event description:
"S/p b submusc, transpex augmentation with mcghan gels, 240cc, denies any decreased size, h/o trauma or change in shape/texture but reports increased pain on r about 1997 which is somewhat lessened now. MRI taken reveals r rupture. C/o some r arm pain and dysesthesias and has some systemic c/o's including fatigue, adenopathy, hot flashes, memory loss, wgt gain and sob. Pt is otherwise healthy.